Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low left ventricular (lv) pacing impedance measurements were observed with this device and a non boston scientific lv lead. To date, no lead changes have been reported and the anomaly had also been observed with the patient's previous boston scientific, device. No resulting adverse patient effects; however, the technical services consultant stated the new devices longevity would likely be impacted if impedances were not resolved.